Event description:
After a left heart catheterization, it was decided to use a closure device to close the femoral arteriotomy. During deployment of celt 6f device, the footplate broke off and embolized down the leg. Required vascular surgery intervention to removed the footplate.